Event description:
It has been reported to us that the distal tip dislodgement occurred during an ablation procedure. The catheter problem was noticed immediately after insertion into the body, so the catheter never got all the way up to the heart. It was removed without incident or complication, or further damage to the catheter. There was no injury to the pt and the device has been returned for our analysis.

Manufacturer narrative:
Device has been returned, but not yet evaluated.